Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 18-oct-2023. The most recent information was received on 02-nov-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of sacral pain ("chronic intense pain in the sacral area") in a 47 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2013, she experienced sacral pain (seriousness criterion medically important), spinal pain ("chronic lumbar spine pain"), musculoskeletal stiffness ("stiffness in lumbar spine area"), arthralgia ("transient pain in the left ankle"), pain in extremity ("pain on the external side of the right leg"), asthenia ("intense asthenia"), middle insomnia ("nocturnal waking because of sacral pain"), disturbance in attention ("concentration difficulties"), alopecia ("hair loss") and tooth loss ("loss of teeth"). An unknown time later she experienced allergy to metals ("allergy to nickel and chrome"). Essure (ess205) treatment was not changed. At the time of the report, the sacral pain, spinal pain, musculoskeletal stiffness, arthralgia, pain in extremity, asthenia, middle insomnia, disturbance in attention and alopecia had not resolved. No causality assessment was received for essure (ess205) with regard to spinal pain, musculoskeletal stiffness, sacral pain, arthralgia, pain in extremity, asthenia, middle insomnia, disturbance in attention, alopecia, tooth loss or allergy to metals. The reporter commented: actions taken to treat the patient in the healthcare facility: comments: recently diagnosed allergy to nickel and chrome (these metals are present in essure). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kg. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of sacral pain ("chronic intense pain in the sacral area") in a 47 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2013 she experienced sacral pain (seriousness criterion medically important), spinal pain ("chronic lumbar spine pain"), musculoskeletal stiffness ("stiffness in lumbar spine area"), arthralgia ("transient pain in the left ankle"), pain in extremity ("pain on the external side of the right leg"), asthenia ("intense asthenia"), middle insomnia ("nocturnal waking because of sacral pain"), disturbance in attention ("concentration difficulties"), alopecia ("hair loss") and tooth loss ("loss of teeth"). An unknown time later she experienced allergy to metals ("allergy to nickel and chrome"). Essure (ess205) treatment was not changed. At the time of the report, the sacral pain, spinal pain, musculoskeletal stiffness, arthralgia, pain in extremity, asthenia, middle insomnia, disturbance in attention and alopecia had not resolved. No causality assessment was received for essure (ess205) with regard to spinal pain, musculoskeletal stiffness, sacral pain, arthralgia, pain in extremity, asthenia, middle insomnia, disturbance in attention, alopecia, tooth loss or allergy to metals. The reporter commented: actions taken to treat the patient in the healthcare facility: comments: recently diagnosed allergy to nickel and chrome (these metals are present in essure). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.